Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately tortuous and occluded anatomy resulting in the reported failure to advance. Interaction and or manipulation of the device inadvertently resulted in the reported premature activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device returning updated from yes to no. E1: initial reporter updated.

Event description:
It was reported that the procedure was to treat an occluded lesion in the superficial femoral artery (sfa) with moderate tortuosity. The 6.0x100mm absolute pro self-expanding stent system (sess) was being advanced; however, some resistance was felt with the anatomy and the stent started to flower. The sess was removed without issues. A second 6.0x100mm absolute pro sess was advanced to the target lesion and was being deployed, however, the thumbwheel stopped working halfway through the stent deployment. The stent was partially deployed. The thumbwheel was pushed forward with force to attempt to fully deploy the stent but failed. The handle was opened and an attempt to deploy the stent was made but failed again. The stent was attempted to be pulled into the sheath but was unsuccessful and a cutdown had to be performed to remove the partially deployed stent. Nothing was left in the anatomy. There was prolonged hospitalization. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro vascular device referenced in b5 is filed under a separate medwatch report number.